Event description:
It was reported that the foley catheter balloon was drained and spontaneously removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was drained and spontaneously removed.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 3-way temp sensing catheter with cut portion of inlet tubing. No obvious observations. Inflated with 10ml of blue solution and rested with no leaks noted. Deflated in under 2 minutes with no leaks or cuffing noted. Also received 2 photo samples. First photo sample shows top overview of catheter. Second photo sample zooms in on end of balloon with red arrow indicating towards balloon. Based on physical sample received product meets specifications. No root cause could be found because the reported event was unconfirmed. DHR reviews are not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.